Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels in the 500s approximately 2 weeks ago. Customer's contact changed out the customer's site and after changing out the site bg levels were under control again.